Manufacturer narrative:
Qn# (B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that the guide wire was kinked before insertion and noticed when the clinician couldn't glide it through the needle. There was heavy bleeding noted during insertion but the bleeding was not caused by the wire. Compression was all that was needed for the patient. Another kit was used to complete the procedure. There was a few minutes delay in treatment with no patient harm. No patient injury or death was reported.